Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned s1 connector and other removed connectors found several wear and tear marks on the faces of the connectors. No device defects or other abnormalities were observed during evaluation of product. Results of the examination of x-ray images appear to indicate connector loosening. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, connector loosening may have occurred due to the lack of washer placement within the construct. A total of two washers will fit below a slotted connector on a pedicle bolt as indicated in the surgical technique. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Event description:
It was reported that x-rays revealed that the slotted connector on left s1 came loose. Revision surgery was performed and the slotted connector and concomitant devices were explanted. Concomitant devices = additional slotted connectors, 175450010 x 7; pre-lordosed rods, 179972095 x 2; mcc j-hook for rod, 175430635 x 2.